Event description:
Report received of a tubing separation at the female proximal end of the extension set that occurred during a lipids infusion on a chemo pt. The customer reported that she was not sure which nurse had been caring for the pt, but she knew of the event. The incident occurred about 10 days prior to the report date, during the night shift. Upon discovering the separation, the nurse involved was said to have discontinued the infusion. It was not known if another line was hung. The rptr knew that an unspecified amount of blood loss had occurred. She was unsure if the pt experienced any adverse effects, but knew the pt was now home. The rptr did not know of anyone else that would have any add'l info.